Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (BG) levels. The customer¿s BG level was displayed as ¿High¿; however, a specific value was not provided. The elevated BG was addressed by a correction injection via manual insulin therapy, and correction bolus via the pump. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin to resolve the occlusions.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone SE 2nd Gen / 2.9.1 / iOS_18.6.2.